Manufacturer narrative:
Details of the complaint: customer reported that while in use on patient, gas was reading fine until halfway through the case it began to act erratically. New water trap and sampling line were tried, no change. User decide to send unit in for repair and requested a loaner. Unit was cleaned and evaluated by nka repair center; reported issue was verified and duplicated. Gas sensor unit cd-237p was replaced and the gas reading issue was resolved. The root cause of the issue was a faulty cd-237p gas sensor unit. Repair center replaced the gas sensor unit and retested it, all gas readings were good displays. The repaired unit operated according to manufacturer specifications. The previous issue was readily identifiable by the user and necessary precautions were able to be taken to ensure patient safety. There was no known impact or consequence to the patient that was reported. This complaint record does not require further investigation and can be qa closed as investigational information within the record indicates that the issue was resolved by replacing a faulty gas sensor unit.

Manufacturer narrative:
The reported device was returned to nihon kohden; however, device evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit is giving incorrect readings while on a patient. No consequence or impact to patient.